Event description:
The customer has high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the high-pressure test did not pass. During the call the contact stated that pt was hospitalized for dka and has been off the pump since. It was indicated that the customer does not have problems with the infusion sets.